Event description:
The customer reported that during a colonoscopy while attempting to snare a polyp with a conmed singular polypectomy snare, the device wouldn't cut through. The surgeon tried to get the snare off of the polyp, but was unsuccessful and therefore had to cut the wire to get it off. The patient was injected with epi, but it was because of the nature of the polyp, not due to extra blood loss. The patient was sent home per normal procedure and is recovering well.

Manufacturer narrative:
One (1) "damaged" large snare was returned to conmed for evaluation on 20-oct.-2014; the used device was returned in two (2) pieces: the handle and sheath/cable vestige and the distal portion of the cable including the loop attached. The handle was exercised and found to move freely with no obvious issues. The distal cable and loop was examined and found to have very little damage considering the activities involved in releasing the device from the patient. The loop appears in tact; one (1) small bend was observed. A continuity test was performed on the handle electrode and cable vestige. A second continuity test was performed on the loop to the end of the distal cable segment. Both of the tests indicated electrical continuity, the sheath from the distal cable/loop segment was not returned consequently; the sheath length cannot be verified. The failure mode could not be determined hence the complaint is inconclusive. The returned device was manufactured 05-nov-2012. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported failure to cut. Also, of the lot containing (B)(4) units, there were no similar complaints received for this item and lot number combination. A two (2)-year review of the complaint history for this device shows two similar complaints for "snare got caught/failure to cut". (B)(4). A two-year review of the customer complaints showed two other adverse events related to this product and failure mode. This failure mode is addressed in the risk document. At this time, there is no reason to believe that anything associated with our manufacturing process caused or contributed to the reported complaint. The conmed singular polypectomy snare is a sterile single patient use, one piece, and disposable device consisting of a proximal handle, outer sheath, internal drive wire, and distal wire loop. To ensure proper function of the singular polypectomy snares and to reduce the risk of patient injury, the IFU, instructions for use, provides the following warnings and precautions. This device is intended for single patient use only. The product and the packaging have not been designed or tested for reuse. The ability to effectively clean and resterilize this single use device and subsequent reuse may adversely affect the clinical performance, safety and /or sterility of the device. Do not pretest the snare with electrocautery outside of the patient. This could cause overheating of the snare and cause it to fray or break during the procedure resulting in a potential burn to the patient. To help prevent inadvertent injury or perforation of internal organs and body structure, polypectomy should always be performed under direct endoscopic vision. The electrosurgical generator should be placed in the off position prior to advancing or removing the snare through the endoscope to avoid injury to the patient or equipment that results from improper electrical grounding. Ensure that the patient is grounded prior to use of the monopolar electrosurgical generator and polypectomy snare to avoid patient injury. The safe use of monopolar electrocautery during endoscopic polypectomy requires proper use of an electrosurgical grounding pad. Following the instructions provided by the manufacture of the electrosurgical unit and the patient grounding pad to prevent unnecessary risk to the operator, assistants and patients. Any break in insulation or patient grounding may result in injury. The operator and assistants should wear protective gloves to prevent accidental burns. Perforation of the bowel may occur during polypectomy, especially when a deep portion of the wall is caught in the snare. It is also possible to transmit current from the snare wire through the submucosa to the serosa of the colon. Full-thickness necrosis may result, with subsequent perforation. - no modification of this device is allowed. The use and proper placement of a patient neutral (dispersive) electrode is a key element in safe and effective electrosurgery. Follow manufacturer's directions and recommended practices for the preparation, placement, use, surveillance and removal of the patient neutral (dispersive) electrode. - when electrosurgical instruments and accessories from different manufacturers are employed together in a procedure, verify compatibility prior to initiation of the procedure and ensure that electrical insulation is not compromised. Use only with electrosurgical units that comply with iec 60601-1 standards. Do not exceed the maximum electrical capacity of the device. Electrocautery unit settings are based on electrocautery unit performance, polyp size and physician preference. Use of electrocautery can disrupt a pacemaker or monitoring equipment such as ECG, pulse oximeter, etc., as well as photo exposure circuitry in video endoscopes. Snares should only be used by or under the supervision of physicians thoroughly trained in endoscopic polypectomy and electrosurgical generator set-up and operation. Snares require endoscope with a minimum working channel of 2.8 mm. Snares are supplied sterile. If package is opened or damaged, do not use or resterilize the device. It is very important that the end user consult current and accepted medical literature on recommended monopolar settings and techniques.